Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined that the motor speed was unstable. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that unit was returned for maintenance but the following repair was needed for motor issue. The device was found to have unstable motor speed at device evaluation investigation. No adverse events were reported as a result of this malfunction.